Event description:
It was reported that a homechoice device experienced a high drain 104 alarm.  This alarm indicates that the patient has drained more than 200% of their maximum prescribed fill volume.  This occurred at the end of peritoneal dialysis (pd) therapy. The patient stated the initial drain volume was 1567ml. The patient stated the max prescribed fill volume was 2700ml and they had drained 2870ml in cycle four of pd therapy. The patient stated they didn't have any symptoms of overfill. There was patient involvement, however there was no patient injury or medical intervention reported. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned to baxter and the evaluation is complete. The device passed electrical and functional testing. External and internal visual inspections were performed and found no issues. The pneumatic system was tested and found no issues. A short simulated therapy was performed on the device successfully. Review of the event log found evidence of the reported condition. The cause was determined to be one or more cycles advanced to the next fill when slow / no flow occurred above the minimum drain volume threshold. Should additional relevant information become available a supplemental report will be submitted.